Event description:
It was reported that the lead was attempted but not used during the implant procedure due to dislodgement multiple times. Another lead was attempted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.